Event description:
When the device was used during a sigmoid colectomy procedure, it appeared that it did not fire correctly and it was difficult to remove. Subsequently, the anastomosis came apart and it was repaired using sutures. Consequently, the procedure was changed from a sigmoid colectomy to reversal of hartmanns procedure. There were no other reported patient consequences.